Event description:
A corneal ulcer in the right eye of a pt associated with focus night & day. The optician had advised the pt to start wearing focus night & day lenses after they had told the optician that they had been wearing hydron omniflex lenses overnight. The pt felt discomfort with pt right lens in 2003 but did not visit the optician until 3 days later. The optician diagnosed a painful ulcer around 2mm at the pupil margin in the 8 o'clock position. There was deep staining. The optician referred the pt to a health care facility where pt was treated and advised to return to their optician for follow up. The optician stated that the ulcer had resolved leaving a noticeable scar but with no loss of visual acuity. Request has been made for add'l info. No add'l info is available at this time.